Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved tego® connector where the customer reported that it was impossible to flush with nacl in the beginning of dialysis treatment. The report stated that "med/surg intervention required" but details not provided. It was reported that there was no serious injury, no blood loss and no property damage. It is unknown if the device was changed out/replaced with no further problems encountered.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the no flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Device history was conducted. Corrective and preventative actions are in process.